Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the patient had been doing well and presented in an outside facility with suspected infection while on vacation. A wound vac was placed and patient returned to his treating surgeon for care. All components were well functioning and well fixed so no allegation was made against the components. There was no delay nor patient harm was noted. A static a pacer was fashioned utilizing lps components with high dose antibiotic cement and placement of resorbable antibiotic beads. This patient has had interventions on the following dates where implants were exchanged and ders were submitted. (B)(6) 2025 588018 (B)(6) 2025 589340 cement utilized was depuy 2 with gent and hospital owned. His patellar component had been placed on (B)(6) 2022 and retained from his primary tka. Doi: (B)(6), 2025 dor: (B)(6), 2026 affected side: left knee. (B)(4) were created for the first and second revision". All impacted products in these two pc's are part of the same third revision surgery for ongoing infection--in this third revision all products were removed, and an antibiotic spacer was implanted." The knee (with all of the current impacted products except the insert) was discovered to be infected on vacation, treated with a wound vac, and then surgically treated with a washout & insert exchange on (B)(6) 2025. (B)(4). Then, on (B)(6) 2025, the knee was again revised with a washout & insert exchange--replacing the insert again, all other products remaining the same. (B)(4). Finally, on (B)(6) 2026, everything was revised, and an lps insert was placed as an antibiotic spacer. (B)(4) are the I&d.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.